Event description:
An email was received from the customer's parent, stating the customer's blood glucose was at 26 mg/dl while the sensor gave a reading of 153 mg/dl. The customer's parent was called back and stated they were able to get customer's blood glucose up. At the time of the call, customer's parent was at the store and not able to review anything.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.